Manufacturer narrative:
(B)(4).

Event description:
The customer reports the coil separated from the wire when withdrawing.

Manufacturer narrative:
Qn#(B)(4). The customer returned one arterial catheterization device for evaluation. The sample contained signs of use in the form of biological material. The guide wire was returned outside of the protective tubing. Visual examination revealed the guide wire was severely unraveled. The coil wire was completely unwound. While removing the wire from the needle during investigation, a portion of the coil wire was separated. Microscopic examination confirmed the guide wire was unraveled from the distal weld. The point of separation on the core wire was discolored and pinched, indicating excessive force broke the wire. Visual examination also revealed the needle hub was damaged and contained small cracks. The outer diameter of the guide wire was measured and was found to be within specification. This is likely because the coils were severely unraveled from the core wire, which lengthened and thinned the guide wire. Likewise, the length of the returned guide wire could not be measured as the wire was severely damaged. The inner and outer diameter of the returned needle were measured and both were found to be within specification. A device history record review was performed with no relevant findings. Other remarks: the instructions for use (IFU) provided with this kit instructs the user "remove spring-wire guide assembly by withdrawing needle hub longitudinally to vessel. The needle protection assembly will remain attached to proximal end of catheter hub until needlepoint passes through assembly and activates during withdrawal." The reported complaint of an unraveled guide wire was confirmed by complaint investigation. The core wire broke adjacent to the distal weld. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances it was determined that operational context likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the coil separated from the wire when withdrawing.